Event description:
The fse reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.